Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that a 1268-100 radiolucent targeting arm is cracked. This occurred during a trochanteric nail on (B)(6) 2023, the impactor pad cracked the 130° trochanteric nail radiolucent targeting arm. The surgeon successfully pivoted to a 125° nail and matching 125° targeting arm. The patient was not affected.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. One unpackaged 1268-100 batch number 130082 was received for investigation. The returned devices were visually evaluated, and it was found that the pin close to the connector was sticking out. There is a crack close to the threaded hole and damage in the internal curve of the arm. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.